Event description:
Customer reported to beckman coulter, inc. (Bec) that the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer was leaking diluent. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the leak was due to poor high vacuum within the diluter. The fse flushed out the high vacuum system and cleaned the vacuum trap assembly. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Evaluation - results: high vacuum system bec identifier for this complaint is (B)(4).